Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the left ventricular (lv) lead failed to capture. Lead testing prior to the procedure confirmed that the lv lead exhibited high capture threshold in all pacing vectors resulting in loss of capture. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.